Event description:
It was reported that during a benign prostatic hyperplasia procedure, it was noticed the fiber tip was detached and the fiber was lasering out of tip of fiber rather than the side. The procedure was completed. There were no patient complications.